Manufacturer narrative:
A sample has been received by a company representative and sent to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported a vacuum issue during a cataract surgery with intraocular lens(iol) implant. The event occurred during the irrigation/aspiration (I/a) step. The same issue occurred with the two systems present in the facility and several cassettes were concerned. Additional information provided by a company representative who visited the facility: after visual inspection of an I/a handpiece, he noted that a seal was missing at aspiration connection point. Issues occurred when this handpiece was used. Additional information has been requested. This is one of eleven reports being filed for the same facility. This report is for the event occurred on (B)(6) 2016.

Manufacturer narrative:
Evaluation summary: review of the pack device history record (DHR) indicated that the order was built to specification. The returned pack sample was visually inspected and it was noted that the drain bag was detached from the cassette cover due to saturation. The drain bag tape was aligned properly on the cassette cover; no channeling was observed. No obvious defects were observed during visual inspection. The sample was then tested and passed testing. The sample was able to reach a maximum vacuum within specification. No leakage was observed during testing. The system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration probable cause: loose blue luer fittings. Damaged o-ring (ultraflow irrigation/aspiration handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Recommended solutions: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace cassette. Check fitting and/or replace cassette. It was discovered during a company representative visit that the handpiece used when this issue occurred had a missing seal at the aspiration connection point, suggesting this was a handpiece related issue rather than a cassette issue. No handpiece was received for the vacuum not rising. A picture of the proximal section of two handpieces were received with the complaint. One of the two handpieces did show that the brazing joint was no longer holding the tubing with the aspiration male luer. The other handpiece was showing signs of corrosion but still appeared to be functional at that time. One handpiece lot number was identified with this complaint:. The device history record for the lot was reviewed. According to the device history record review, the lot had a temporary deviation for the transition to a new direction for use (dfu) that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. The root cause of the customer's complaint could not be established as the returned sample met specifications; however, this occurrence is believed to be handpiece related. Based on the photo provided with the complaint, the complaint did confirm a vacuum rise would not be achieved for one handpiece based on the disconnected tubing from its aspiration line. The second handpiece appeared to be close to having this same complaint issue. The root cause of this complaint issue appears to be from the normal wear of the brazing joint from the use and autoclaving of the reusable handpieces for approximately seven years of use. No specific action with regard to this complaint was taken by the manufacturing facility because the complaint samples have met their useful service life based on the complaint information provided. The instructions present in the directions for use provided instructs one to visually inspect the handpiece prior to each use for any damaged and immediately removed from service if damage is present. Based on the photos of the damaged handpieces, it is recommended that the customer replace both six year old handpieces.